Event description:
A (B)(6) male patient contacted zoll customer support to report a service code 204 and a damaged electrode belt connector. Patient was issued a replacement belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problems (service code 204, damaged electrode belt connector) was confirmed. As received, the belt failed incoming testing and was unable to communicate with a monitor. Upon evaluation, an opening was found along the red (can h) wire in the trunk cable. In addition, the trunk cable connector was cracked. The cause of the code 204 was the opening in the red (can h) wire. The cause of the opening was likely the damaged connector. The root cause of the damaged connector was unable to be positively identified but was likely due to physical abuse. No adverse event resulted from the damaged connector. The patient was issued a replacement electrode belt.